Manufacturer narrative:
This report is being submitted as follow-up no. 3 to correct the initially reported g3 date. The aware date of this correction is 30apr2025. Upon an internal review it was found that the incorrect date was submitted in section g3 due to the incorrect aware date captured within the complaint record. Terumo medical corporation has opened a CAPA to address. The corrected aware date is now reflected in this follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to sections b5 and h6: health impact.

Event description:
Additional information was received on 18dec2024: the following treatment was performed in the operating room; device removal, angio-seal seals, and patch repair.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide a correction to section d9 and add the device return date, update section h3, and to provide the completed investigation results. One (1) 8 french angio-seal device was returned for product evaluation. The returned device was unused and unopened. The device was unpackaged and visually inspected, and no issues were identified with the device. Functional testing was performed by deploying the anchor and collagen in the vessel model and tamping down the components. The components were able to be fully deployed and fully tamped, and no issues were identified with device function. The complaint was confirmed for a potential vessel occlusion. The exact root cause cannot be determined. It is possible that the angio-seal device was deployed in the artery which resulted in the reported adverse event. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
E3: occupation: head of service of the angiography team. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that all contents remained in the angio-seal. The patient became acutely ischemic and went to the operating theatre. It was unknown whether a 6 french or 8 french angio-seal was used.